Manufacturer narrative:
(B)(4).

Event description:
It was reported that post generator upgrade, myopotential oversensing was observed. Patient was asymptomatic. Programming changes were made. The patient is doing fine.